Manufacturer narrative:
(B)(4). It was reported that the sensor was worn beyond seven days. The dexcom g4® platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The sensor was born beyond seven days. At the time of contact, no injury or medical intervention was reported.